Event description:
In response to the question on the (B)(6) study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no. Following jada treatment, the subject in this report received uterine artery ligation and hysterectomy. The subject of this report is a (B)(6) woman, race reported as black, g1p1 with no significant medical history reported. She had no previous history of abnormal postpartum uterine bleeding or postpartum hemorrhage (pph). On (B)(6) 2021, she presented for a spontaneous labor at 38.1 weeks. On admission, her height was noted as 66 inches, weight (B)(6)., bmi 34.21, and hemoglobin (hgb) 10.7 g/dl. Her hgb at discharge was noted at 7.4 g/dl. She had a cesarean section (c- section) delivery. She received spinal anesthesia for delivery of an infant that weighed (B)(6) g and oxytocin for one hour following delivery of the infant. The subject was noted to have postpartum hemorrhage (pph) related to uterine atony and coagulopathy after her delivery. (Coagulopathy/ dic was diagnosed "post cesarean and hysterectomy". The crf noted that "no" there was not lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to jada insertion, this subject received misoprostol, carboprost (2 doses), and methergine (1 dose). The cumulative blood loss prior to jada insertion was noted as 4700 ml, which is severe pph. Jada treatment was initiated on (B)(6) 2021, 47 minutes after delivery of the placenta. The total in-dwelling time for jada was 52 minutes and the total amount of blood collected in the canister during jada treatment was documented as 1600 ml. The patient received four units of red blood cells, one-unit of platelets, four units of fresh frozen plasma during and after jada treatment was initiated. The patient received a uterine compression suture and hysterectomy after jada treatment was initiated. The total blood loss for this case was 8700 ml. The patient received pre-op antibiotics for the c-section. A note on the ruby crf stated, "during cesarean, right ovarian cyst was also removed." To the questions on the report asking, "did the patient experience a device or procedure related ae?" And "did the patient experience an sae, related or unrelated?", the answers were checked "yes". The crf is incomplete in the ae section at this time, requested additional information from the site and to date this has not been received. A jada device was inserted after uterotonics failed to stop severe pph. The pph treatment continued to blood products, uterine ligation, and hysterectomy.

Manufacturer narrative:
Based on the overall information currently provided in this report, there is no clear evidence that the jada system has caused or contributed to the need for escalating treatments (uterine artery ligation and hysterectomy) to preclude permanent body damage/impairment. The reported coagulopathy (dic/coagulopathy was diagnosed "post cesarean and hysterectomy") may provide a more plausible alternative explanation for the uncontrolled abnormal postpartum hemorrhage. Per the jada system IFU, "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding.", "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada." And "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding." Out of an abundance of caution, the company will report this case as a serious injury MDR.